Manufacturer narrative:
Manufacturing date: february 11, 2017 ¿ february 14, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a droplet near the fillport while heparin and saline were being filled into the bladder of the device. There was no patient involvement. No additional information is available.